Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with the pacemaker in backup vvi on (B)(6) 2018. The device was restored to normal function, and the patient was stable during and after the reprogramming.